Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been transferred from an urgent care facility (initially) and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and lethargy. Patient was also diagnosed with elevated white blood cell counts, which according to the doctor indicated the presence of an infection. The patient was treated with an insulin drip, intravenous fluids and antibiotics; she eventually was transitioned to insulin injections for the remainder of her hospital stay. Patient was discharged after spending 3.5 days in the hospital; 2 of these days were spent in the intensive care unit.